Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk was full and unable to cine. Review of the system log file showed that there was malfunction in frontal ippc. Upon troubleshooting, fse found that image disk was full which was preventing imaging, and the drivers were corrupt. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024).to resolve this issue, fse installed new drivers. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there the image disk was full, which would prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.